Event description:
It was reported that this lead showed noise on iegms during followup visit. Physician will monitor the patient and lead remains implanted.

Manufacturer narrative:
This lead was capped on (B)(6) 2018. In addition to noise, loss of capture was observed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.